Manufacturer narrative:
The lead has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to product performance issue. Additional information indicated that the patient had twiddled the device and dislodged the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to product performance issue. Additional information indicated that the patient had twiddled the device and dislodged the lead. A new lead was implanted. No additional adverse patient effects were reported.